Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required test.

Event description:
It was reported that the ventilator was autocycling during patient use. There was no report of death or serious injury associated with this event.